Event description:
S/p total abdominal hysterectomy, the physician attempted to remove the jp drain. During this process, the device broke and the pt was returned to surgery for foreign body removal on 2/15/97. Physician states he did not suture the drain and opines the device was defective.